Manufacturer narrative:
The device was returned to olympus for evaluation. The distal end was inspected under a microscope and noted a long scratch on the objective lens. The glue on the bending section was found with scratches and open gaps. The device passed leak testing. A boroscope was used to inspect both interior walls of the biopsy and suction channels of the device. A pink stain was noted on the biopsy channel measuring approximately 70mm from the distal end. A purple stain was noted on the suction channel on the connector side measuring at approximately 62mm from the distal end. In addition, the suction and air/water cylinder were inspected and noted a brownish stain at the bottom of both cylinders. The device was serviced and returned to the user facility. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility on 5/25/16. An onsite reprocessing in-service training was performed with the user facility staff. It was noted that the suction valve was not placed back into the suction cylinder during manual cleaning; which doesn¿t allow adequate aspirating of detergent into the channel of the device as stated in the reprocessing manual. The root cause of the reported event is likely due to insufficient reprocessing. The instruction manual contains detailed instructions on how to properly aspirate detergent into the channels of the device. ¿immerse the distal end of the insertion tube in detergent solution. Depress the suction valve to the first stage and aspirate detergent solution into the instrument channel for 30 seconds. Then depress the suction valve completely and aspirate detergent solution into the balloon channel for 30 seconds. Remove the distal end of the insertion tube from the detergent solution. Depress the suction valve to the first stage and aspirate air for 10 seconds. Then depress the suction valve completely and aspirate air for 10 seconds.¿ in addition, olympus made multiple follow up attempts with the user facility via telephone and in writing regarding the reported event; however, no additional information was obtained.

Event description:
Olympus was informed that the device tested positive for alpha strep. Viridians. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fds to odg.

Manufacturer narrative:
This report is being retracted as additional information from the facility indicated that the reported device did not test positive for organisms.